Manufacturer narrative:
(B)(4). We have tested the knot pull tensile strength of closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.52 kgf (ep requirements: 1.27 kgf in average and 0.76 kgf in minimum) degradation test (7 days in sörensen solution at 37ºc) has been conducted with the sample received and the result fulfills b. Braun surgical requirements (0.23 kgf<xi<0.96 kgf): 0.41 kgf. This value is the usual and current one for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As it is mentioned in the instructions for use of the product: skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Furthermore, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. The use of novosyn® quick may not be advised in case of elderly, malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As it is mentioned in the instructions for use of the product: skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Furthermore, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. The use of novosyn® quick may not be advised in case of elderly, malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that wound purges and heals in a longer time than usual. It looks like the thread stays in the body for a time too long (longer than the competitors), causing an increased inflammatory reaction and a great foreign body activity. The surgeon would also like to investigate about any other factor that could increase inflammation. The intervention was on hand skin closure, with single stitches, knotted with square knot + additional knot. The patient was middle aged. No further information has been received.